Event description:
Customer received result of 216 mg/dl on the aviva combo and a result of 78 mg/dl on a professional meter within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, the test strip vial is empty.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer